Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 1.1 mmol/l and 0.9 mmol/l on mobile meter (system 1) and 4.0 mmol/l on mobile meter (system 2) using the same test cassette. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatch with patient identifiers for the following systems: mobile system 1, serial number - (B)(4); mobile system 2, serial number - (B)(4).